Manufacturer narrative:
Event description: as reported, a bakri tamponade balloon catheter was placed vaginally to control bleeding after delivery. After placing the device the physician was unable to fill the balloon with water. The device was removed from the patient and the balloon was found to be leaking. A new same type device was used and the procedure went smoothly without any adverse effects. The estimated blood loss prior to device failure was approximately 500 ml and the estimated blood loss after device failure was approximately 500 ml. The device was not handled by, or in the proximity of any metal tools. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of documentation including complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One bakri tamponade balloon catheter was returned for evaluation. The balloon was leak tested, and a small leak was observed on the tubing that connects the fitting to the body of the catheter. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The most likely cause of the reported event could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter was placed vaginally to control bleeding after delivery. After placing the device the physician was unable to fill the balloon with water. The device was removed from the patient and the balloon was found to be leaking. A new same type device was used and the procedure went smoothly without any adverse effects. The estimated blood loss prior to device failure was approximately 500 ml and the estimated blood loss after device failure was approximately 500 ml. The device was not handled by, or in the proximity of any metal tools. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.